Manufacturer narrative:
Correction (07-jul-2023): siemens healthcare diagnostics headquarters support center (hsc) examined the instrument data logs. Examination of the data revealed that two (2) falsely elevated high-sensitivity troponin I (tnih) results were obtained on 15-jun-2023 rather than 14-jun-2023 as indicated in the initial MDR for the affected sample ID g3660454821, and the correct results obtained were <3 ng/l rather than 3 ng/l as indicated in the initial MDR. Sections b3 and b6 have been corrected to reflect the hsc examination. Additional information (07-jul-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) recovered within the customer¿s expected ranges, and the dimension vista 500 system was performing acceptably. Hsc observed that the event is consistent with sample integrity issues, however integrity issues with the sample cannot be confirmed with the available data. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00157 was filed on 06-jul-2023.

Event description:
Two (2) discordant falsely elevated high-sensitivity troponin I (tnih) results were obtained on a patient sample on a dimension vista 500 system. One of the falsely elevated results was reported to the physician(s). The same sample was reprocessed on the original dimension vista 500 system and on an alternate dimension vista 500 system. Additionally, a new sample was drawn from the same patient and processed on the original dimension vista 500 system. Lower results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on a dimension vista 500 system. Siemens is investigating the event.